Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis inside the guide catheter. A visual examination of the crimped stent found the proximal portion of the crimped stent was severely damaged, distorted, bunched distally and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 2.75x38mm promus element long stent was advanced but failed to cross the lesion and upon device removal, the stent was noted to be defective. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 2.75x38mm promus element ¿ long stent was advanced but failed to cross the lesion and upon device removal, the stent was noted to be defective. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.